Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2014. The device failed several self-tests due to a low battery on the (B)(6) 2014 and the (B)(6) 2015. The device remained in fault mode until the (B)(6) 2015 when an increase in voltage suggests a further pad-pak was installed, the device passed a self-test. Manual power ups of less than one minute duration were recorded between (B)(6) 2015 and (B)(6) 2016. Multiple manual power ups of 10 minutes duration were observed in the device memory between the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.